Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized in the intensive care unit with a blood glucose (bg) of 700 mg/dl and ketones that here identified as dangerous by a healthcare professional. Cause of the elevated bg was unknown. Customer was treated with intravenous fluids of saline and insulin. The customer was released with the issue resolved and no permanent damage.